Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia and epigastric pain leading to the discovery of an erosion through the esophageal lumen of two linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair with mesh and linx device implantation occurred without issue on (B)(6) 2016. The patient began experiencing odynophagia and epigastric pain approximately 2 weeks leading up to device explant. Patient went back on ppis with "no relief" and began a "liquid diet as that did not cause symptoms". Endoscopy on (B)(6) 2018 "showed 2 beads exposed and some food caught in them". The linx device was intact. The entire linx device was explanted endoscopically on (B)(6) 2018. It was noted that the patient had what "looked like pus around the device where it exited the mucosa from its pocket".